Manufacturer narrative:
Additional information received on (B)(6) 2019, indicated that the replacement device catalog number is 3501635, and serial number is (B)(4). On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The paper work of received device shows the lot number of the suspect device is 5764535. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation: during evaluation of the device it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No anomalies were detected. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some postoperative breast and/or chest pain. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Pain is a known complication associated with this type of procedure, and is referenced in the current instructions for use. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Concomitant medical products: right-mentor smooth round moderate profile 225cc saline breast implant. Catalog number 3501630. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 225cc saline breast implants which the left side deflated after implantation. The issue was confirmed by the physician. As a result patient had the device removed on (B)(6) 2019.